Manufacturer narrative:
Concomitant medical products. Unknown monopolar stimulating probe, identifying device information unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An article was forwarded for review from a 2016 issue of langenbecks arch surg, titled "experience with intraoperative neuromonitoring of the recurrent laryngeal nerve improves surgical skills and outcomes of non-monitored thyroidectomy." In this prospective study, the authors beata wojtczak, krzysztof sutkowski, krzysztof kaliszewski, mateusz glod, <(>&<)> marcin barczynski aim to validate whether ionm can serve as a tool to increase skills in recurrent rln identification and complete removal of thyroid tissue. Medtronic nim devices were used in the study. There was no alleged malfunction or deficiency. The authors note that none of the doctors in the study had much experience with ionm when the study began. During the years in which the nim was used, it is reported that 2 cases of transient bilateral paresis were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.